Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. Explant date: if explanted, give date: not applicable, as lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric model zct300 28.0 diopter intraocular lens (iol) needs to be rotated back into position in a male patient¿s right eye (od). Through follow up it was learned the patient is currently about 1.5 months post-op, presenting with toric iol misalignment, residual astigmatism, and decreased visual acuity. The physician plans to re-examine the patient to re-measure the current refraction and exact orientation of the iol. Pre-operative refraction: +4.50 +1.00 x 179. Postoperative refraction: -0.75 +1.50 x 005. Best corrected visual acuity (bcva) 20/40.